Event description:
When did it occur? Before use. Needle injury: no. Other treatment: no. Were the returned items used? Stored at the home of the pet owner he/she will bring them the next time he/she comes to the clinic. If used, was anything adhered to it? No. Returned quantity: unknown (plans for many). Details of the event (timeline, history, etc.): (B)(6). According to the owner, oil came out from the needle tip, and he/she reported that there were differences in the zero mark on the scale, and wanted to know if the needles were ok to use. The actual item was not brought, so the quantity or lot number is not known. Batch # unknown.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.